Manufacturer narrative:
(B)(4). The customer returned an opened sac-00820 kit for evaluation. The guide wire was observed to have one kink located approximately in the middle of the wire. No coil offset was observed. No issues were identified with the welds. No damage to the introducer needle or catheter was observed. The kink was located 202 mm from the proximal end of the guidewire. The inner diameter of the needle cannula, the inner diameter of the catheter tip, the outer diameter of the guidewire, and the length of the guidewire were measured and all were found to be within specification. The unkinked portions of the guidewire passed though the needle and catheter without issue. A manual tug test was performed to confirm both welds were intact. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product cautions that care be taken when removing the spring-wire guide from the catheter during the procedure. If resistance is encountered, the spring-wire guide and catheter should be removed simultaneously. Use of excessive force may damage the catheter or spring-wire guide. Other remarks: the customer reported issue of the spring-wire guide kinking in use was confirmed during the sample investigation. Dimensional and functional inspections were performed on the returned sample and no issues were identified. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample it was determined that the probable cause of this issue is operational context.

Event description:
The customer alleges that the swg (spring wire guide) bent during a procedure. The doctor completed the procedure using another device.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the swg (spring wire guide) bent during a procedure.the doctor completed the procedure using another device.